Manufacturer narrative:
.

Event description:
It was reported that the patient was refilled/reprogrammed at a different clinic. The prescription was misread and she believes that the morphine prescription was in micrograms, but, the drug was entered as milligrams into the programmer. The patient was receiving compounded baclofen and morphine. Per the email, the error was noted immediately; the patient returned immediately, the catheter was "flushed out" and there was no patient adverse event or injury.